Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via an 8f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the access site was closed using two proglide devices; however, one of the proglide devices became kinked at the junction between the proximal guide and the sheath when being advanced on the guide wire. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported kink at the junction between the proximal guide and the sheath was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device became kinked at the junction between the proximal guide and the sheath when being advanced on the guide wire. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to a 12f. The tavi was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. No additional information was provided.